Manufacturer narrative:
Qn# (B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing correctly. Die casting anomalies on the forming tool and flash in the cover block were discovered. A DHR review was performed with no evidence to suggest a manufacturing related cause. DHR investigation did not show issues related to complaint. An investigation within teleflex identified flash in the cover block as the probable root cause of this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the hcp failed to fire the skin stapler during use on patient". At the time of this report, the customer has not returned our requests for additional information.

Event description:
It was reported that "the hcp failed to fire the skin stapler during use on patient". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.